Event description:
Related manufacturer reference numbers: 2017865-2022-04127. It was reported that the patient presented in clinic with pericardial effusion and cardiac perforation, which were revealed by chest x-ray and echocardiogram. It was suspected that either the atrial lead or the right ventricular (rv) lead had caused the perforation. Source of bleeding was not identified. Sternotomy and pericardial window were performed. The atrial lead and the rv lead were explanted and replaced later on (B)(6) 2022. Patient condition was stable throughout.

Event description:
Related manufacturer reference numbers: 2017865-2022-04127. It was reported that the patient presented in clinic with pericardial effusion and cardiac perforation, which were revealed by chest x-ray and echocardiogram. It was suspected that either the atrial lead or the right ventricular (rv) lead had caused the perforation. Source of bleeding was not identified. Sternotomy and pericardial window were performed. The atrial lead and the rv lead were explanted and replaced later on (B)(6) 2022. Patient condition was stable throughout.